Manufacturer narrative:
Correction to section d6a - this section was populated in the initial report; however, the device is not implanted. Incidental findings: damage to the strain relief/connector and superficial jacket damage. Manufacturer's investigation conclusion: the reported event of low voltage and power cable disconnect alarms was confirmed via log file analysis. A review of the log files contained data spanning approximately 4 days ((B)(6)2023 ¿(B)(6) 2023,(B)(6) 2023 per timestamp). Throughout the log files, while connected to the mobile power unit (mpu), intermittent low voltage and power cable disconnect alarms were active due to the rsoc voltage on both power cables fluctuating outside the expected voltage threshold simultaneously. Additionally, throughout the log files, while connected to battery power, the rsoc voltage values on both power cables intermittently fluctuated. The black power cable rsoc voltage fluctuations caused intermittent low voltage and power cable disconnect alarms to activate. Pump operation was not affected. The heartmate 3 system controller (s/n: (B)(6) was returned for analysis. The system controller underwent functional testing. The resistance of the wires in the power cables were individually measured and raised resistances were observed on most of the underlying wires. The cable jackets were removed and fluid ingress was found; however, there was no damage to the underlying wires. Despite the wire fatigue and fluid ingress, the system controller was able to operate a pump without issue for extended operation. No alarms were reproduced. Per the provided information, fixing the mpu pins and exchanging the controller resolved the alarms. A root cause for the reported event was unable to be conclusively determined; however, the observed wire fatigue within the controller¿s power cables could have caused the event to occur. Heartmate 3 instructions for use, rev. C, section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including low voltage and power cable disconnect alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use, rev. D, section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook, rev. C, section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR # 2916596-2023-05850. It was reported that the patient had intermittent low power advisory and power cable disconnect alarms while on the mobile power unit (mpu) and batteries. A bent pin was found and fixed on the mpu cable, and the controller was exchanged. This resolved the alarms. No further alarms were found on interrogation. The patient's batteries had been routinely replaced one week prior.